Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had her hip replaced in 2007 by dr. (B)(6), the patient did well until recently when she had dislocated her hip multiple times and had to have it reduced in the ER. The exact date of the primary surgery is unknown, the exact dates of dislocations are unknown. The surgeon explanted a 54 + 4 neutral marathon liner and a 32mm + 3 metal srom hip ball to treat recurrent dislocations and joint instability. A new 36mm + 4 10 degree 54mm liner and a 36mm + 9 ceramic srom hip ball were implanted. Doi: 2007. Dor: (B)(6) 2020; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.